Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test and occlusion test. No pump error alarms noted during testing. Moisture damage was found on the motor and force sensor during visual inspection.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer was able to clear the alarm and able to complete rewind. Displacement verification test had passed. No harm requiring medical intervention was reported. The device will not be returned for analysis.